Event description:
It was reported that an ultrafiltration discrepancy was noted with use of an ak 96 machine. The set fluid removal was 0.2l for 6.0 hours. After treatment the weights indicated a fluid gain of 900 ml (excluded 500 ml saline) from the start weight. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h3, h6 and h10. The device was not received for evaluation; however, the device was evaluated on site by a qualified technician. A simulated a treatment was successfully performed and verified that the residual volume was in specification. The reported condition was not verified. The cause of the condition could not be determined. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.